Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot numbers gd893446 and no exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient experienced a bad cough. The patient was hospitalized for the cough and treated with unspecified antibiotics and cough syrup. While hospitalized, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics intra-peritoneally for the peritonitis. At the time of this report, the patient was recovering from the events of peritonitis and bad cough. Pd therapy was ongoing. Additional information was requested but is not available. (B)(4).